Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor. No clicking sound anomaly noted. Unable to perform occlusion, prime test,the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 79 mg/dl. Troubleshooting was performed. The device was returned for analysis.